Manufacturer narrative:
(B)(4). Evaluation results: (gi bleed).

Event description:
One endeavor sprint rx drug-eluting stent was implanted at the right posterior descending artery and one endeavor sprint rx drug-eluting stent was implanted at the 1st obtuse marginal (ref MFR report# 2953200-2011-00100). A spontaneous gi bleed is reported to have occurred approx 3 months post index procedure. Investigator assessed that there was no relationship to the study device. It is reported that the gi bleed resulted in a prbc and platelet transfusion and discontinuation of study drugs (aspirin and clopidogrel). Pt was taking aspirin and clopidogrel at the time of event. It is reported that the pt recovered with treatment.